Manufacturer narrative:
Report date: 4feb2019. Date rec'd by MFR: 24jan2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the universal stand document and part number for the flex arm with gooseneck. The customer swapped out the defective flex arm with a working arm from another esprit. No parts were ordered at this time. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the gooseneck was detaching from the patient circuit support arm. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.